Event description:
It was reported via repair work order that the brakes were not remaining engaged due to worn brake cams on the head and foot end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.